Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported to intn'l affiate a pump that overinfused. The infusion was expected to last for 3 hours and appears to have been delivered in 2 hours and 20 minutes. There was no patient injury or medical intervention required. No incident report has been raised within the facility. The complainant was unsure of the fluid being infused but is going to make inquiries. The administration set, product code emc9608, has been discarded, however, the complainant is going to attempt to locate the lot number. Additional information will be added to the complaint if it becomes available.